Event description:
Customer reported the transmitter is not charging properly. Customer's blood glucose level was 128 mg/dl. Customer reported charged the transmitter the night prior. In the morning the insulin pump kept alarming transmitter low. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.